Manufacturer narrative:
Of the 4 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through display w/ moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-78 years of age and between 120 and 145 pounds. Of the reported patients, 4 were female.